Manufacturer narrative:
D1, d.4. Product identifiers are unknown. G4. PMA / 510(k)- unknown as product identifiers are unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6) and study ID (B)(4) /mdt17074s d1706 used for transforaminal lumbar interbody fusion procedure. Primary diagnosis: stenosis levels involved: l2-l3 it was reported that there was cage migration. Interventions action subtype: ae result in hospitalization action result: yes action date: (B)(6) 2026 if subject hospitalized, is it a prolongation (>24hours) of an existing hospitalization: no action subtype: emergency room visit action result: yes action date: (B)(6) 2026 action subtype: did the ae result in any treatment action result: yes action subtype: surgical treatment action result: yes site seriousness assessment:congenital anomaly:no death: no disability: no hospitalization: yes life threatening: no medical intervention: yes severity of ae: severe narrative: patient presented to ER with concerns of low back pain and cerns for her migrated cage.last few weeks pain has progressively worse due to migrated cage and possible pseudoarthrosis. Sponsor assessment: causal related to the post fix device and not related to the procedure. 2026-01-22: additional information received that additional surgical procedure an elective removal - 21: yes, cage migration/proximal pseudoarthrosis. Index treated level(s) fused prior to the elective removal of the fixation component of the original surgical construct - 21: no additional surgical procedure involve a spinal level - 21: yes levels involved - 21: l1-l2, l2-l3,l3-l4 additional surgical procedure involves an explant related to the study procedure - 21: yes cause of explantation - 21: poor bone quality findings for explantation - 21: l2 screw loosening and cage migration findings at add. Surg - 21: none biopsies taken - 21: no site related assessment: the site-related assessment for the additional surgery was associated with the procedure, and the posterior supplemental fixation system. It was not related to the tlif grafting material, capstone peek spinal system implant. The site-related assessment for the initial surgery was associated with the procedure, and the posterior supplemental fixation system, tlif grafting material, capstone peek spinal system implant.

Event description:
Additional information received that diagnostics: action type: diagnostic action subtype: x-ray1 action result: adequate spinal alignment and instrumentation noted at righ si joint, l2-pelvis. L2/3 anterior plate proud, slightly worsened since last imaging. Action date: (B)(6) 2026. Action type: diagnostic action subtype: CT without contrast2 action result: no acute fracture, loosening screw at l2, hardware and graft proud anterior cortex of l2 and l3. Action date: (B)(6) 2026, action type: diagnostic, narrative: l2 screw losening noted on imaging at ed. Interventions: end date of the hospitalization: (B)(6) 2026, site related assessment: other: capstone peek spinal system implant: not related. Other: tlif grafting material: not related. Study procedure: procedure not related additional information received that site stated, ¿interbody peek spacer- non-medtronic placed on (B)(6) 2025.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.